Event description:
It was reported that the order required to compound one 100ml cassette with hydromorphone drug. The leak was noticed by the compounder after airing out cassette post addition of saline and drug. Compounder observed leak after filling on opposite side of blue port. There was no patient involvement.

Manufacturer narrative:
H3: one sample was received for evaluation in used condition. For functional testing the sample was filled with 100 ml of colored water using a syringe to detect any occlusion or leak. No discrepancy was detected. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.